Event description:
The customer reported the systems' joystick was stuck and therefore, the system was inoperable. No report of pt injury or staff injury.

Manufacturer narrative:
The engineer spoke with customer asking them to remove the joy stick cable and reboot. The customer indicated it was successful, and the system was then found to be operating as intended.